Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor received additional information, which was reviewed by the clinician and codes were updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient who underwent primary reconstruction with 500cc mentor memorygel breast implant on both sides on (B)(6) 2017 began experiencing symptoms 1 week post implantation. The patient reported panic attacks, heart palpitations, difficulty breathing (seems like breathing from straw not getting enough air), difficulty swallowing, burning in lungs, feeling like her lungs were being crushed, pain in neck and shoulders, mood swing, burning in throat, rashes on legs for no reason, insomnia and extreme fatigue. The patient reported that she has always been healthy and active and the implants made her sick. The patient underwent explantation without replacement on (B)(6) 2017. The patient reports that she feels completely better post explantation. No product issue, such as rupture, was reported. This report is for the patient¿s right-sided device.

Manufacturer narrative:
Additional information received on march 18, 2023 was reviewed by the clinician and generalized symptoms reported were updated as headaches, migraines, dizziness, lightheadedness, anxiety, choking, chest pain, hair loss, red eyes, and chronic inflammation. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).